Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: could not provide additional information the patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of the procedure the diagnosis and indication for the index surgical procedure? On what tissue was the suture placed? Was the patient brought back to the operating room to have the suture removed? Was re-suturing performed on the patient? Was medical intervention performed/provided for the patient? If yes, please describe. Product code and lot number. What is the patient¿s current status?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. The patient experienced erythema and inflammation. It was reported that on (B)(6) 2019, the incision turned red and swollen 8 days after skin stitch surgery. The stitches were removed and the patient condition changed for the better. Additional information has been requested.